Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 203mg/dl. Troubleshooting was performed. The customer stated that the drive support cap does not appear to be damaged. The caller stated that he was not able to rewind the insulin pump. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display followed by a constant tone. Problem isolated to the mother board. Unable to verify the motor error alarm due to the frozen display and constant tone.